Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported e216 scope communication error/no image issue could not be determined, however, the issue was likely the due damage or disconnection of the charged-coupled device unit due to stress of repeated use, external factors, user handling/mishandling, and or circuit board component failure. The event can be detected by following the instructions for use which state: chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the wli and nbi endoscopic images are normal¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers¿ allegations were confirmed. The screen blackout and e216 error were reproduced in the repair center. In addition to these events, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the indication on light guide connector was not correct, the adhesive on the bending section cover rubber had a chip, the video connector was deformed and had a crack, switch 2 had a scratch, and the bending section cover rubber had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had the screen blackout and e216 error. The issue was observed during preparation for use on a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with this event.